Manufacturer narrative:
(B)(4) (infection). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a bilateral breast reduction procedure on (B)(6) 2010 and suture was used. The pt was given keflex 750 mg post-operatively. Then, the pt returned with non healing incisions on (B)(6) 2010 and was given another course of keflex 750 mg. On (B)(6) 2010, cultures were positive for pseudomonas. Cipro and topical gentamicin ointment were prescribed. On (B)(6) 2011, the pt was given a course of levaquin. The pt is now being seen at a wound center.